Event description:
Complainant alleged that during training by facility staff, the device displayed "system fault 37", "defib disabled," and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.